Manufacturer narrative:
(B)(4). The complaint device was not returned. The complaint cannot be confirmed. It was stated that the sensor was attempted to be inserted at the patient's lower back and that the collar was not pulled up all the way prior to removing the sensor applicator from the sensor pod after attempted sensor deployment. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: choose a site on your belly to place the sensor. You can choose a site above or below your belt line. The best areas to insert your sensor are usually flat, "pinchable," and free from where rubbing can occur, such as along the waist band and seat belt strap. Additionally, the user guide states: keep pinching up on your skin with one hand. With your other hand, place two fingers under the collar. Keep your thumb lightly on top of the white plunger, and pull the collar back towards your thumb until you hear 2 clicks or cannot pull back any more. This leaves the sensor under your skin and removes the needle from your body. However, without the device being returned for evaluation, a root cause cannot be determined.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body the sensor wire was missing. The attempted sensor wire insertion was at the lower back on (B)(6) 2015. Additionally, it was stated that the collar of the sensor applicator was not pulled up all the way. No additional event or patient information is available.